Event description:
After receiving the field safety notice as part of the ongoing voluntary recall 8022257-05-16-2014-003-c from mckesson, the reporting site contacted mckesson to request a verification of their data in order to determine if the site was affected by the issue described in the field safety notice. No patient harm was reported.

Manufacturer narrative:
Upon completing the investigation, mckesson concluded that there were three studies, each with one image missing from the bag but the image index indicated the image was present for that study. Two studies were repaired, as the missing images existed in the file replication system. For the third study the missing image cannot be recovered. Mckesson has identified an issue where application logic leads to discrepancies between the image index and the content of the image folder which can cause image loss. The image folder is a file system directory where images are stored; it also contains the image index. The image index indicates to the application a list of image files to expect for use within the application. If the image index and the contents of the image folder are not synchronized, the following may occurs: images may be lost or unavailable, leading to clinical decisions being made on incomplete studies and/or the study cannot be archived. In the event of a hardware failure, unarchived studies may be lost leading to prior studies not being available for comparison. The following factors may contribute to the occurrence of the discrepancy: network stability issues (for example: poor performance, instability and communication errors (dropped connections, packet loss). Disk write failures (cannot write to disk) the product may fail to handle the outcome of such factors resulting in the discrepancies described above. Mckesson will provide a software solution to this site in order to prevent the recurrence of this issue.